Event description:
The patient called lifescan and alleged the one touch ultra meter had segments missing. First noticed about 1 month ago. The patient had a 'burning eye' and went to the doctor to have their blood glucose checked. The result was 190 mg/dl. No treatment reported. The day of the call the patient reported a result of 103 mg/dl on the reported meter, but this was a 'guess' due to the segments. Based on the information obtained from the patient there is indication the product malfunctioned; however, no indication this led to a serious injury. Burning eyes would not be a typical symptom of high or low blood glucose , and the 190 mg/dl with no treatment would not be determined a serious event. The issue is reported as a product malfunction. The meter was replaced and return expected.